Event description:
It has been reported to philips that the system did not acquire images. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing coronary diagnosis, and which was completed by using another system. It was reported that the system did not acquire images. Upon further inspection, philips remote service engineer (rse) visited onsite and reviewed the logs and identified issues with the disk bay and image disk. Field service personnel visited the site and installed a new image disk in the x-ray pc as a temporary solution. Later, fse has scheduled the fco to permanently resolve the issue. After that, the system was returned to use temporarily. The codes were updated based on the investigation outcome.